Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was no pacing, and the device could not be interrogated. The device was explanted and replaced. It was noted that the patient had been lost to followup since implant. No patient complications have been reported as a result of this event.